Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient never received effective stimulation therapy from her scs system. It was noted the patient was initially implanted to provide relief for lower back pain. However, the stimulation was only felt in her legs. It was also reported the patient is seeking an MRI for unrelated medical issues. The patient will consult with her physician regarding the next course of action.